Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up, the pulse generator exhibited a diagnostics anomaly. Also noted was premature battery depletion. The device was explanted. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal, no anomalies were noted.